Event description:
During a cath lab procedure the patient went into v-tach. The device was charged to 200 joules and hard paddles without get were used to shock the patient. Reportedly the device did not deliver a shock. The reporter stated she heard a click, the patient did not move and the sound that accompanies a shock was not heard by the device operator. The device indicated abnormal energy. A second shock at 200 joules was delivered with the same results. The device operator then changed the energy setting to 300 joules, the shock was successfully delivered but the patient was not converted. A second shock at 300 joules converted the patient. The reporter stated the patient moved and the expected sound was heard with the two successful shocks. The reporter stated there were no adverse affects to the patient as a result of device operation. The reporter stated that hospital staff have used hard paddles without gel during an emergency code situation for many years without a problem.